Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet, with fingerstick glucose readings as low as 48 mg/dl and symptoms of sweating; insulin delivery had been stopped prior to recovery, and the event was suspected to relate to earlier correction and basal dosing. Symptoms included sweating consistent with hypoglycemia. Outcomes included recovery to a blood glucose of 86 mg/dl after oral glucose gel without hospitalization. Investigation included case assessment, review of reported dosing history, and user troubleshooting and education on hypoglycemia management. Investigation of this case revealed no confirmed device malfunction and suggested the event was consistent with insulin-related hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.